Event description:
Clinical trial #0665-070. It was reported that during a clinical trial drug eluting stenting procedure, stent damage occurred. The index procedure treated a de novo lesion in the distal rca. The vessel was 2.5 mm wide, 5 mm long, and 80% stenosed. The vessel was neither calcified nor tortuous. The lesion was predilated with a 3 x 12 mm medtronic sprinter balloon. Prior to deployment, the physician noticed that the 2.5 x 8 mm taxus liberte stent was damaged. A strut of the stent was seen protruding out, while they were struggling to get the stent through the lesion. The site could not confirm whether the damage was present on opening the packet or caused during the implantation. The procedure was completed with another 2.5 x 8 mm taxus liberte stent. Residual stenosis post procedure was 0%. The patient experienced stable angina, prior to discharge one day later. The patient was discharged on aspirin and plavix. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.